Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that similar issue was experienced four times in the hospital with foley catheter. The balloon had burst each time while probe and balloon were both used in the correct manner according to the nursing staff. So, each time a new probe had to be placed.

Event description:
It was reported that similar issue was experienced four times in the hospital with foley catheter. The balloon had burst each time while probe and balloon were both used in the correct manner according to the nursing staff. So, each time a new probe had to be placed.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual inspection of the sample noted 1 two-way foley catheter with balloon rupture (measuring 0.2325) on the return sample. No missing pieces were noted. This does not meet specification which sates balloons shall not burst when inflated to minimum burst volume. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be wall thickness too thin. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. Sterile unless package is opened or damaged. Do not use if package is opened or damaged. Do not reuse do not resterilize warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.